Event description:
The hospital, reported the following event, "when removing the reamer, it was wrapped around the guide wire and the metallic part which is rolled around the reamer fractured. The surgeon managed to take off the entire reamer which was inside the patient. The handpiece used was a handpiece for reaming n°3."

Manufacturer narrative:
The evaluation revealed the broken im reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The im reamer returned was documented as faultless prior to distribution. As the device had been in use for approx. 11 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. Prior to the breakage of the im reamer the reamer bixcut head got jammed on the guide wire tip because the guide wire tip was deformed, most likely intra-operatively by the surgeon to ensure a better entrance into the broken distal bone part. After the bixcut head was jammed on the deformed guide wire tip the surgeon drilled in counter-clockwise direction; during this the inner spiral got constricted and the outer spiral got uncoiled. Finally the spiral broke due to a torsional overload. The surgeon tried to remove the broken im reamer; after that the inner spiral hit the deformation in the middle of the guide wire and the reamer got jammed again. Due to counter-clockwise drilling the inner spiral got more constricted and got wrapped to the guide wire shaft. Finally the inner spiral broke also. As a secondary issue it was found that the cutting edges of the bixcut head are heavily deformed due to hitting metal. The IFU contains that all instruments shall be used and combined as described in the operative technique; the design of the instrument must not be modified in any way (like bending the guide wire). Furthermore it is not allowed to drill the im reamer in counter-clockwise direction or to drill into metal. The case is attributed to an inadequate usage against the IFU and operative technique. No non-conformity identified; no actions are in place.

Event description:
The hospital, reported the following event, "when removing the reamer, it was wrapped around the guide wire and the metallic part which is rolled around the reamer fractured. The surgeon managed to take off the entire reamer which was inside the patient. The handpiece used was a handpiece for reaming n3"

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.